Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information received notes that the cause of death was unknown but due to the patient comorbidities. It is unlikely the death was related to the study device. Natural death was noted on death certificate.